Event description:
Used renu contact lens solution for cleaning contacts. Had pain in eye which progressed to secretion of eye and then blindness. After several drs and treatment for a fungus / ulcer; tissue damage has caused damage that corneal transplant will be necessary.